Event description:
The dwell time as expressed in (minutes, seconds) on the active transfer device, radiation source train calibration certificate for the 18.4 gray dose was incorrect. It was incorrectly stated as 3 min. 30 sec., rather than the correct value of 3 min. 06 sec. However, the dwell time as expressed in seconds was correctly stated as 186 secs. Three patients were treated with this device. Assessment of the delivered dose indicated a dose 12.9% higher than prescribed. Per the nrc regulations, unintended exposures of less than 20% are considered recordable, but not reportable, events. The attending medical physicist confirmed that this was a recordable event, and noted it as such.